Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement. Technical services (ts) noted the shock impedance had always been slightly elevated and recommended raising the out of range limit. No adverse patient effects were reported. This ICD remains in service.